Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-jul-2022, UDI#: (B)(4). H3. Analysis of the communicator is still in progress, but initial analysis of the communicator identified via visual observation that the micro usb charge port was loose and rattling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for malignant pain. The patient reported that they just saw healthcare provider (hcp) and a company representative (rep) to have the pump refilled and they were told to call patient services since the communicator was broken and was not working. Agent asked the patient for clarification. Patient said that the communicator was no longer taking a charge and that there was a rattling noise coming from the communicator. Agent sent a request to repair to replace the communicator. When asked for the event date, patient said that it was at least a month ago.

Manufacturer narrative:
H2. Fdc code d16 was corrected to d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.